Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, b3, b5, b6, b7, d1, d2, d4, d6a, d6b, g4, h4, h6.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI scan, and "concern about possible alcl." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease flat and opening curved. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI scan, and "concern about possible alcl." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported right side "implant ruptures by MRI scan" and patient reported they experienced the events of ¿pain¿. The device remains implanted.